Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a patient with an uncut area in the flap bed in the left eye. The surgeon separated the uncut area with a surgical knife and performed excimer laser ablation. There are multiple related reports for this event. This report addresses the patient (B)(6) left eye, and another manufacturer reports will be filed for the other patients.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows multiple successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. During the reported treatment, the user needed two docking attempts to obtain suction two, but there was no problem with the vacuum. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. However, the flap thickness was 100 m and recommended flap thickness is 130 m. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications, device worked as intended. The manufacturer internal reference number is: (B)(4).